Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 45% to 5% while connected to a power source. The customer's blood glucose level 124 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.